Manufacturer narrative:
H3, h6: the device used in treatment was returned for evaluation. A relationship between the reported event and device could not be established. A visual inspection was performed on the exterior of product and no physical damage was observed. Functional inspection was performed and showed the complaint of burnt odor could not be reproduced. Unit passed functional testing for 2 hours burn-in at high speed selections. All functions perform as expected and no burnt odor occurred during testing. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint review indicated other failures reported. Probable root cause maybe an intermittent component failure this investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for adverse trends related to this product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when using the unit, it smells burnt. This happened during use and the procedure was finished using the same device. No patient harmed reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.